Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer stated that the device stopped venting and exhibited a user interface error while being used on a patient. There was no patient harm reported.

Manufacturer narrative:
A field service engineer (fse) went on site to evaluate and repair the device. The log files were reviewed and identified active cfb log entries during patient use that support the reported user interface issue. The logs also confirmed that when this issue occurred, the device continued ventilation. The reported malfunction was confirmed through log file review; however, it was not duplicated during evaluation. Technical support advised the customer to replace the main board as a precaution.